Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged. During the repositioning procedure, it was not possible to extend the helix of the rv lead. The rv lead was explanted and replaced. When connecting a new rv lead, it was not possible to screw the rv lead into the existing device. The device was also explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension was within product specification. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage and the helix clogged with blood. Electrical testing did not find any indication of conductor fractures or an internal short.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was found to be dislodged. During the repositioning procedure, it was not possible to extend the helix of the rv lead. The rv lead was explanted and replaced. When connecting a new rv lead, it was not possible to screw the rv lead into the existing device. The device was also explanted and replaced to resolve the event. The patient was stable.